Event description:
Allegedly the patient was revised due to patella femoral pain. 10mm poly swapped out for a 12mm poly and a stryker patella was implanted.

Manufacturer narrative:
After the initial report it was determined that the event problem and evaluation codes were reported incorrectly. Please see the updated codes in this follow up report. The complaint will be updated once investigation is complete and trends will be evaluated.